Event description:
Per the info provided to co by the physician's ofice, the device was removed due to "excessive periprosthetic reservoir capsule." As reported to co, the device was left in place, replacing only the connectors.